Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead dislodged. In an attempt to replace the rv lead, a kink in this right atrial (ra) lead was identified. Both the rv and ra leads were explanted and replaced. No additional adverse patient effects were reported.